Manufacturer narrative:
Integra has completed their internal investigation. As manufacturing lot number was not provided, no DHR review could be performed. As products were not returned, no failure analysis could be performed. As DHR review and failure analysis could not be performed, root cause cannot be determined.

Event description:
The american orthopaedic foot and ankle society (2014) published "minimal incision surgery for tibiotalocalcaneal arthrodesis" / the purpose of study was to present the clinical and functional outcomes of a consecutive series of tibiotalocalcaneal arthrodesis (ttca) using an original operative approach based on minimal incision surgery (mis). A total of 40 patients were followed prospectively for a mean of 31 months. Further 25 patients were examined retrospectively. Malfunction: eight (8) failure of distal locking screws. Conclusion - the current study has presented an original and reproducible technique for ttca using an mis procedure. Compared with the literature, the results appear to provide comparable clinical and functional outcomes but without early complications associated with the surgical wound. Although more research is required to either refute or support this study, this technique would seem to be a safe way to manage hindfoot deformities in complex patients.